Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was cleaned during the procedure

Event description:
It was reported that @ 180,598 joules of use and 26:58 minutes, the fiber stopped working. ¿no more light at the tip.¿ the procedure was completed by ¿other treatment chosen to finish treatment". There was ¿no injury to patient¿ reported.